Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 185 mg/dl. A system check was performed by tandem technical support and no issues were identified. The customer successfully resumed insulin therapy, however a replacement pump was sent to the customer to resolve the issue.